Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and viscoelastic. Information regarding the handpiece was not provided. The product investigation could not identify a root cause. The product has not been received to evaluate. Follow up attempts were made. At this point, no further information available at this time. The file will be reopened if additional information is provided or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the surgeon saw a bubble in the lens after implanting the lens. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day. Additional information has been requested.